Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 180mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, as well as a clear liquid inside the valve. No defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The catheters were irrigated with purified water: no occlusions were noted. The valve was dried. The valve was leak tested. It only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 180mmh2o, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, cam mechanism pillar, and on the base plate. The cam magnets were also controlled. No defects were found. Review of the history device records confirmed the valve product code 82-3832, with lot cpdblt, conformed to the specifications when released to stock on the 9th april 2013. Review of the sterilization certificate conformed to the specifications when released on the 2nd april 2013. The root cause is due to biological debris found within the device. The root cause for the infection could not be determined, the sterilization certificate conformed to specification. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient accepted v-p surgery on (B)(6) 2013. In (B)(6) 2015, the patient had fever and infection. The surgeon did revision surgery on (B)(6) 2015. No more additional information.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.